Event description:
Patient reported rupture and "strange..sagging". Healthcare professional later confirmed right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, red particles in the shell and extended opening on posterior. A visual and microscopic analysis was performed which identified; extended sharp opening on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional later confirmed right side rupture. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient reported rupture and "strange sagging" on an unknown side. The device remains implanted.